Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in severely calcified superficial femoral artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the pressure does not rise and the balloon was ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.